Event description:
It was reported via notice of litigation that a hospital employee sustained an injury while using the gurney.

Manufacturer narrative:
The stretcher involved in the reported event has not been identified. No injury details are available at this time, nor any specifics regarding the reported event, however, injury is assumed due to the litigation notice.